Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that when compared to the assembly drawing: visually, there was no damage or anomalies in the construction which would have resulted in the reported event. When viewed under magnification, there was no damage to the cuff or inflation assembly. The cuff was fully deflated and then inflated with 20cc of air, left for 5 minutes, and 20cc was removed indicating proper inflation without leakage. Even when pressure was applied or submerged in water there was no evidence of leakage. The cuff was inflated and deflated 10 times without issue; the reported event could not be confirmed.

Event description:
It was reported that "the balloon of intubation does not stay inflated. It appears porous and needs to be pumped up every 5 minutes during surgery." "The anesthetist had to re-inflate the tube every 5 minutes. The patient is in good health without injuries." It was later confirmed that prior to intubation, they did perform cuff patency testing: "they tried to inflate the balloon before the surgery without any problem because during this test the balloon was inflated for 4 or 5 seconds only."